Manufacturer narrative:
This patient received bilateral tmj implants in 2009 after fracturing his condyles bilaterally and ankylosing. Several years later, the patient re-ankylosed, which limited his function and hindered him from moving his jaw. The surgeon debrided both joints, temporarily removed the patient's fossa components to gain access medially, and re-implanted the devices into their original positions, but the right fossa component was not able to be re-implanted due to the amount of bone that was removed. The surgeon elected to replace the right fossa component with another manufacturer's device.

Event description:
The patient had a debridement surgery bilaterally due to significant heterotopic bone formation. The right fossa component was replaced during the debridement procedure.